Event description:
One touch ultra meter would not retain memory and also had missing segments on the display. Pt also reported that the meter was giving inaccurate high readings. Their blood glucose readings on the meter were 569 mg/dl and 600 mg/dl. Pt was experiencing frequent urination. Their symptom matched the high readings. Following the use of the meter, pt took insulin and more then 30 minutes later, pt went to the hospital where their blood glucose was 83 mg/dl. This case is reported as a meter malfunction due to the missing segments and memory issues.